Event description:
Additional information provided by the account: the procedure was converted to open before the device failed.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: oophorectomy. According to the reporter: the procedure was a laparoscopic oophorectomy that was a frozen section, proceeded to open, the surgeon had to use 4 endo catch gold due to the bag splitting once deployed. No adverse effect to the patient. No extension in surgery. No additional blood loss. No extension in incision. No tissue loss/damage.

Manufacturer narrative:
(B)(4).